Event description:
Consumer called to report problems with her strips. Believes her readings are too high; has been adjusting insulin delivery on the readings and had to call emt for assistance when her blood sugar went very low.